Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed auto mode switches caused by noise on the atrial lead. Programming changes were not possible. More information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented via remote transmission. Review of transcripts revealed continued noise on the atrial lead. The patient then presented in clinic and isometric movements reproduced the noise. Programming changes were attempted but could not resolve the issue. The patient was stable and would have the lead revised.

Event description:
New information noted that patient was scheduled to present in clinic. Patient was asymptomatic.